Event description:
Reference number (B)(4). Event occured in the united states. A single incident of a kinked infusion set cannula was reported by the patient. The event occurred on (B)(6) 2025. The patient noticed symptoms 3 or more hours after insertion. The infusion set had been in use for 1-2 days at the time of the incident. The insertion site was located on the thigh. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.